Manufacturer narrative:
(B)(6). Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported on behalf of a healthcare facility that the tubing of an ojr416 optiflow junior 2 nasal cannula was detached from the cannula end. It was further reported that the patient experienced oxygen desaturation, which activated the spo2 monitor alarm. The device was subsequently replaced, and no patient consequences were reported.